Event description:
Musculoskeletal transplant foundation implanted (B)(6) 2009. Noted in (B)(6) 2010, deformity and swelling along the left lateral leg with increased pain. X-rays revealed a broken plate at distal femoral fracture. Removed (B)(6) 2010.